Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 28 mm synergy xd drug-eluting stent was selected for use. However, it was observed that the stent came entirely off the balloon after unpacking. The opened another stent to complete the procedure. There were no patient complications.